Event description:
The patient reported she had a v-go device where the start button would not push in so she removed it and reapplied it using tape to keep it on. The patient stated she pushed in the start button, which then stayed in. The patient said after the 24 hours she removed the v-go and found the needle had been bent. The patient said during the day she had been wearing the v-go her blood sugar was in the 200-300 range throughout the day. The patient takes 1-2 clicks at meals. The patient said the first day she wore the v-go her reading was 140-150. The patient stated this morning her blood sugar was 154 when she got up and after drinking coffee it was 206.